Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. As preventative measure, the vitrectomy cable assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on april 15, 2014. Based on qa assessment, the product met specifications at the time of release. No problem was found with this system; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the cutter did not work properly during a surgical procedure. The procedure was completed with a back-up device. There was no patient harm.